Event description:
An infusion pump with a failure code 807:03. The facility's representative stated they have no record of any patient incidents since the last baxter service event. Although information was requested by baxter, no information was available regarding the date this report occurred, the medication involved, pump programming and set up information, specific patient information, tubing product code and lot number in use.